Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was presented to the emergency room (ER) with symptoms of abdominal pain and was discharged on the same day with treatments of intraperitoneal vancomycin (dose and frequency not reported) and oral cipro (dose and frequency not reported) for the peritonitis. Eight days after discharge from the ER, the patient experienced another episode of peritonitis and was hospitalized for the event. The peritonitis was manifested by abdominal pain, white blood cells in the peritoneal fluid, and the presence of fibrin in the solution bags. The patient was treated with gentamycin intraperitoneally (ip) (dose and frequency not reported) and flagyl orally (dose and frequency not reported) for the peritonitis. Five days after hospitalization, gentamycin and flagyl were discontinued and the patient was discharged with an 18 day course of vancomycin ip (dose and frequency not reported). It was not reported if cipro was discontinued or ongoing. At the time of this report, the patient was reported to be recovering from the peritonitis. Peritoneal dialysis therapy was ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14b26070 and h14a25017. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.